Manufacturer narrative:
(B)(4).

Event description:
Trial patient's wife contacted dexcom on (B)(6) 2015 and claimed that on (B)(6) 2015 the trial patient experienced a hardware failure. No additional patient or event information is available.